Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was in the hospital for diabetic ketoacidosis. Customer was admitted on (B)(6) 2016 with a blood glucose level of 275 mg/dl. Customer was bolusing the insulin pump and her blood glucose did not change. Customer was wearing the pump at the time of the hospitalization and was admitted for the insulin drip. The high blood glucose even started about 4 days ago and the last infusion set change was 2 days ago. Customer's current blood glucose is 340 mg/dl. Customer had a back-up plan of lantus. Customer bolused for several days to treat for the high blood glucose. Caller declined troubleshooting due to time constraints. Caller was advised to allow the customer to heal and once she gets discharged, she was advised to call back to troubleshoot for the high blood glucose.